Event description:
Per the audiologist, the pt reported experiencing a "sizzling" sound with stimulation. The results of integrity tests done in 2008, were consistent with normal device function. Per the surgeon, a CT done one month prior, showed typical device placement. Explantation/reimplantation surgery is planned but has not been scheduled as of the date of this report, 9/15/08.

Manufacturer narrative:
.